Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high and low blood glucose. The customer¿s blood glucose level was almost 400 mg/dl, 140 mg/dl, 50 mg/dl, 300-325 mg/dl, 132 mg/dl, 65 mg/dl, 175 mg/dl and wasn't below 250 mg/dl. The customer was treated with tablets. Customer declined to troubleshoot for high blood glucose. The customer was advised that if he is in manual mode he would have to turn on suspend features while waiting to get into auto mode. The insulin pump will not be returned for analysis.